Event description:
Complainant alleged that while attempting to cardiovert a pt, the first and second set of electrode pads caused the device to display a "defib pad short" message. The third set of pads successfully cardioverted the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The complainant has indicated that the event electrode pads were discarded and they are not available for eval.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.